Manufacturer narrative:
G4:11feb2021. B4:19feb2021. H11: g5: k102985. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The customer continued troubleshooting and discovered that the formula for pressure testing was incorrect. Once corrected the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 10dec2020.

Event description:
It was reported to philips that the device's pressure reading were too high and out of specifications. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.